Event description:
Failure to osseointegrate.Due to the additional information confirmed by the customer, the condition involved has been updated to osteomyelitis, as reflected in this follow-up report.

Manufacturer narrative:
Due to the additional information confirmed by the customer, the condition involved has been updated to osteomyelitis, as reflected in this follow-up report.